Event description:
It was reported that the bd veterinary 3ml syringe luer-lok¿ tip experienced a broken/damaged plunger rod. The following information was provided by the initial reporter: material no:305662; batch no: 0197086. It was reported that customer experiencing plunger defect, empty package and missing product.

Manufacturer narrative:
H6 investigation: two photos showed the top and bottom view of a single blister pack from batch 0197086 (p/n 305662). It was observed there was no product inside the package, which was rejectable per product specification. One photo displayed a 150-count 3ml shelf carton from batch 0197086 (p/n 305662). One photo displayed a loose 3ml syringe with a portion of the plunger rod thumb rest broken off. The damage was rejectable per product specification. Potential root cause for the empty package defect is associated with the packaging process. Potential root cause for the damaged plunger rod defect is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Investigation summary: two photos were received and evaluated. One photo displayed a (B)(4) 3ml shelf carton from batch 0197086 (p/n (B)(4)). One photo displayed a loose 3ml syringe with a portion of the plunger rod thumb rest broken off. The damage was rejectable per product specification. Potential root cause for the damaged plunger rod defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch 0197086 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: potential root cause for the damaged plunger rod defect is associated with the assembly process. The aql for incorrect assembly is 0.65%. The defective rate identified is 1 out of 742,800, which is 0.0001%. No corrective actions are necessary based on the defective rate identified. Batch 0197086 is considered in compliance with our product specification requirements.

Event description:
It was reported that the bd veterinary 3ml syringe luer-lok¿ tip experienced a broken/damaged plunger rod. The following information was provided by the initial reporter: material no:305662, batch no: 0197086. It was reported that customer experiencing plunger defect, empty package and missing product.